Event description:
It was reported that during use on a patient, the intra-aortic balloon (iab) gets stuck when being transported through the sheath tube, thus cannot be used. As a result, a new iab was inserted at the same insertion site. There was no report of delay in therapy. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
Qn#(B)(4). Teleflex received the device for investigation. The reported complaint that the "balloon gets stuck when being transported through the sheath tube" is not confirmed. The returned intra-aortic balloon catheter (iabc) had previously been fully advanced through the correct 8fr teflon sheath and the sheath moved freely on the catheter during the investigation. No issues were found with the sheath. The returned iabc bladder membrane passed dimensional and functional inspection. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during use on a patient, the intra-aortic balloon (iab) gets stuck when being transported through the sheath tube, thus cannot be used. As a result, a new iab was inserted at the same insertion site. There was no report of delay in therapy. There was no report of patient complications, serious injury or death.